Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys ferritin assay on a cobas e411 immunoassay analyzer (disk system). Sample 1: initial result: 0.927 ng/ml. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 17.48 ng/ml. The repeat result was deemed to be correct. Sample 2: initial result: 0.500 ng/ml (accompanied by a data flag). Repeat result: 85.44 ng/ml.

Manufacturer narrative:
The ferritin reagent lot number was 82141203 with an expiration date of 31-jan-2026. The customer performed a sample/reagent pipettor prime 3 times and then ran patient samples with expected results. The field service engineer (fse) evaluated the instrument and found an issue with the liquid level detection (lld) board. He adjusted the lld board potentiometer to specifications, verified the lld curve, and performed hardware adjustments. Precision studies, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined that the cause was due to an issue with the liquid level detection (lld) board. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.